Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic duodenal switch, the device was not sealing even when the generator signaled seal cycle complete. An end tone was heard but no regrasp alarm. A new device was used to complete the procedure. No patient injury.